Event description:
It was reported that patient underwent total knee arthroplasty in 2008. Subsequently, patient was revised in 2009 due to a fractured tibial tray. All components were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned component found that it fractured in bending mode, either by fast fracture or by high-stress bending fatigue. There was little evidence of bony ingrowth into the porous coating on the underside of the tibial plate. Inadequate fixation would potentially cause higher than normal bending stresses in the tibial plate.